Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearings were worn out and loose; that the device had a drilled neuro tip. Therefore, the reported condition was confirmed. It was also noted that the loose and worn out bearings created a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment; and therefore, not allowing the cutter to pass through. It was further noted that the issue with the drilled neuro-tip was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the neuro-tip of the attachment. When the drill was started, the burr drilled into or through the neuro-tip. The assignable root cause was determined to be due to user error and normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device bearings were worn out, loose and had a drilled neuro tip. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.